Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a locking compression plate (lcp) one-third tubular plate, five (5) 3.5mm cortex screws, and five (5) 3.5mm locking screws on unknown date. Patient developed non-union and was returned to surgery on (B)(6) 2018 where all hardware was removed. Bone graft was used for medical intervention. Procedure was completed successfully with no delay. This report is for one (1) lcp one-third tubular plate. This is report 1 of 3 for (B)(4).